Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a time is incorrect on the pyxis causing it to be on critical care on es.a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a time is incorrect on the pyxis causing it to be on critical care on es. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was incorrect on the pyxis system, which caused it to be placed in critical care status on the enterprise server. A technical support specialist remotely accessed the affected station and confirmed that only one device was impacted. The specialist then connected to 5bhus and updated the device time to match the server¿s clock. Due to extended uptime exceeding 174 hours, the station was rebooted. Attempts to contact the customer by phone were unsuccessful, and no response has been received to date. Nonetheless, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.